Event description:
A surgeon reported that after insertion of an intraocular lens (iol) during implant surgery, the haptic was noted to be damaged. The surgeon reported, the iol was replaced during the same procedure. Corneal edema and astigmatism were noted following the procedure. The surgeon reported the pt's visual acuity was good following the implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). A dvd was rec'd and at one point, the plunger appears to be retracted slightly and then advance (this could have caused the trailing haptic to be damaged). As the lens was advanced into the eye, the trailing haptic was stuck on top of the plunger and broke when the lens released into the eye. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.